Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with mild tortuosity and mild calcification, a 2.25x8 mm rx multi-link 8 stent system was advanced via direct stenting; resistance was felt with the guiding catheter and the stent fractured. The stent system was slowly withdrawn with a snaring method. Another unspecified device was used for the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, returned device analysis revealed that the stent implant was not fractured/separated. There were flared distal struts on the stent implant and no other damage noted. Additional reported information indicates that the correct device was returned for evaluation and the previously reported information was confirmed to have been incorrect. The previously reported information was for a non-abbott stent and the 2.25x12 mm rx multi-link 8 stent system had resistance with the guide catheter and the distal stent struts became flared not fractured. The 2.25x12 mm rx multi-link 8 stent system was simply withdrawn from the anatomy without issue and no snaring method was needed.

Manufacturer narrative:
(B)(4). Correction: size of the multi-link 8 stent system (2.25x12 mm). Evaluation summary: the device was returned for evaluation. The reported resistance with the guiding catheter and flared struts were confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the multi-link 8 coronary stent system, instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.